Event description:
It was reported that this device was suspected to exhibit atrial undersensing resulting in a false termination of atrial tachycardia/atrial fibrillation (af) events and possible inappropriate atrial pacing. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible